Event description:
Customer reported artifact problems using different sets. M60 continuous artifact with an atrial fib type ECG during total treatment time. No change in artifact with prismaflex on standby or one min. Artifact stopped when prismaflex turned off. Pt with no artifact issues after crrt treatment complete.